Event description:
A customer reported to baxter product surveillance of a vialmate reconstitution device in which an unknown drug runs back into the vial instead of being reconstituted in the viaflex bag. This condition occurred before use. There was no patient involvement or medical intervention necessary. There is no additional information available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress.